Event description:
The facility's biomedical engineering department reported an infusion pump that "turns on and off by itself". The event was reported to occur "before use". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.